Manufacturer narrative:
Continuation of d10: product ID: 3487a, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient called back to inquire MRI compatibility and lead information.

Manufacturer narrative:
Continuation of d10: product ID 3487a serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2025 (B)(6) (con): information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had a tens unit implanted in their right hip and that the device was removed in 1995 but there was a wire left in the patient. Caller stated that now the patient needs to get an MRI and the doctor won't schedule the MRI unless they are positive the wire is MRI compatible. Caller mentioned they can't get the medical records from kaiser. Caller noted the radiologist saw the wire and mentioned the MRI can't be done unless the wire is MRI compatible. Caller mentioned that they have had 5 or 6 mris on their spine with the wire in it and nothing has ever happened and no one has ever said anything about it causing them problems. Caller also stated that they know that kaiser has done 2 or 3 mris when the patient was with them. Caller stated the wire was wrapped around s1 and s2. Agent consulted with tech services and reviewed information with caller. Agent informed called to follow up with the patient's hcp to confirm what was explanted. Agent sent an email to prs to relay the device was explanted. The patient was redirected to their healthcare provider to further address the issue.